Event description:
Reported event: the doctor found tube blocked while in the clinical setting before using it on the patient. A new device was used and there was no impact on the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product et tube, cuffed, spiral-flex 7.0 lot #73c1800573 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.